Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited intermittent loss of capture in the ventricle. The patient had a syncopal episode and was admitted with intermittent heart block. Since there was no capture, and pacing spikes were not observed, the patient was connected to a temporary pacemaker. The patient's device was reprogrammed to extremely high outputs (8.4 volts in ventricle), and capture was regained. It was later discovered that the physician had reduced the device's output parameters during a follow-up visit in july. It is believed that the loss of capture was a result of the device being programmed below the pacing thresholds. The ipg was reprogrammed to a higher output, and the loss of capture was resolved.